Event description:
It was reported that during a mid left anterior descending artery stenting procedure, during pre-dilatation of the mildly calcified 99% stenosed lesion, during the fifth inflation at 10-14 atmospheres (atm) for 20 seconds, the balloon ruptured. The vessel was well dilated, so a xience v stent was successfully deployed at the lesion and the lesion was post-dilatated. There was no adverse patient sequela reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). Return of the rx trek catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is likely that the balloon material was damaged (scratched) during interactions with the mildly calcified lesion, such that the balloon ruptured upon the fifth inflation at 10-14 atmospheres (atm) which is below the rbp. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for balloon ruptures for this lot. There is no indication of a lot specific product quality deficiency. In this instance, although the device was not returned for analysis, based on the information received with this incident, the reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency.